Event description:
On (B)(6) 2013, it was reported that the high impedance had been observed on (B)(6) 2013 and the impedance value was 5400ohms. The patient was referred for surgery. Although surgery is likely, it has not occurred to date.

Event description:
It was reported that high lead impedance was detected on (B)(6) 2013 and the vns generator's output current was disabled. It was revealed that a vns lead revision is likely but it has not occurred to date. X-rays were reviewed by the manufacturer but due to the image quality no anomalies were clearly visible. A suspected portion of the lead appeared to be missing in the image. It could be a discontinuation of the lead or the lead in that area is not visible due to the image quality.

Event description:
On (B)(6) 2013, it was reported that the patient underwent full revision on that day. High impedance was seen during the pre-operative diagnostics. The explanted devices are not expected for return as the explanting facility does not return products.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device x-rays reviewed by the manufacturer, no gross lead discontinuities visualized, but a suspicious area was noted suggesting a possible break.device failure is suspected, but did not cause or contribute to a death or serious injury.